Event description:
Account states that a physician questioned a high calcium result on a patient and requested a parathyroid test based on the high result. When the calcium was repeated on another instrument and recovered about 1 mg/dl lower. No adverse events have been reported in association with the incorrect result. The field service rep was unable to determine a cause for the discrepancy.